Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.

Manufacturer narrative:
The reported field events of patient notifier anomaly and programmer diagnostic anomaly were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported when the patient presented in the clinic for a normal follow-up visit, eri was indicated on the diagnostics summary report. However, there was no date reporting when eri occurred, and the vibratory alert did not trigger. Review of the summary report revealed normal battery depletion. The patient has been scheduled for normal device change-out. The patient was stable post procedure.